Manufacturer narrative:
E1 full initial reporter phone number: (B)(6). H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was in good physical condition, no damage was found. The ehl did not show any problems found related to bolus delivery. The manufacturer representative executed delivery and occlusion testing, and the bolus delivery worked perfectly but the pump was not delivering within specification. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative calibrated the downstream occlusion (dso) sensor as a precautionary measure and replaced and sanded the expulsor.

Event description:
It was reported that the device malfunctioned and had incorrect delivery of non patient-controlled analgesic (pca) boluses. There was unknown patient involvement and unknown patient harm.